Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: visual analysis of the returned device identified: flat creases, linear opening. A leak test was performed and was found one opening. A microscopic analysis identified: a linear striated opening on radius side assessed as surgical damage and a curved cracked opening in valve assessed as cracked valve seat diaphragm valve however the valve doesn¿t leak. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.